Manufacturer narrative:
The lead configuration was changed to unipolar and all measurements were within normal range. Isometric exercises were performed and no noise was observed. At this time, this lead and device remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of this date, there has been no return of product. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis determined that the device had normal telemetry operations. A review of the device's memory revealed that a rate fault reset was stored in the reset counter. Laboratory testing has shown that the auto lead detect feature can cause a rate fault reset to occur, due to the max tracking rate protection not being initialized. This type of reset occurs prior to lead attachment. Once a lead is detected, the auto lead detect feature will be disabled, allowing the max tracking rate protection to be initialized, preventing the rate fault resets from occurring. This behavior does not have any impact on the therapy provided to the patient as it only occurs prior to lead attachment. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the field observations of out of range pacing impedance measurements, noise and oversensing.

Event description:
Subsequently, sixteen months later an excision procedure was performed. As no further information is available, it is unknown whether the excision was related to the previously reported issues. No adverse patient symptoms were reported.

Event description:
Boston scientific received information that during a normal follow up, the patient with this device had a minor infection. A course of antibiotics were administered and no surgical intervention was needed. However, it was also noted that there was noise oversensing on several stored electrograms. This patient is not pacemaker dependent and the oversensing did not result in any pauses in pacing. The physician elected to not change any programming and to re-evaluate the device at the next scheduled follow up. During this second follow up visit, the right ventricular (rv) lead presented with pacing impedance measurements above 2,500 ohms in bipolar configuration but were within range in the unipolar configuration. A review of the daily measurements showed that the pacing impedance measurements have been above 2,500 ohms over the past week. No other adverse patient effects were reported.